Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the result obtained. The expected fasting blood glucose test result range is 99 to 150mg/dl. The customer did not report symptoms. Customer did bring meter to the doctor as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed or non-fasting by the customer and produced test results of 137 and 118 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) 168mg/dl (B)(6) 2017 11:36 am fasting: yes; 160mg/dl (B)(6) 2017 11:06 am fasting: yes; 203mg/dl (B)(6) 2017 08:53 am fasting: yes; 125mg/dl (B)(6) 2017 08:09 pm fasting: no; 189mg/dl (B)(6) 2017 10:46 am fasting: yes. Memory concerns: customer is concerned with all of the readings. Customer called regarding high results. Customer states that since he was upgraded from true result to true metrix meter, readings have been 50-60 points higher. Customer says he still believes results are much higher than expected. Customer says, because the meter was reading high, he went in to see his doctor on (B)(6) 2017. Customer says according to his doctor, blood glucose result was 81mg/dl. Customer says when he went home shortly after, and is not sure of exact time between readings, he tested with true metrix meter and result was 68 points higher. Customer is storing test strips in kitchen but says it is in a cool area. Advised on proper storage. Customer does not have any control solution.

Manufacturer narrative:
Internal report #(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the result obtained. The expected fasting blood glucose test result range is 99 to 150mg/dl. The customer did not report symptoms. Customer did bring meter to the doctor as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed or non-fasting by the customer and produced test results of 137 and 118 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is 3/1/2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Memory concerns: customer is concerned with all of the readings. Customer called regarding high results. Customer states that since he was upgraded from true result to true metrix meter, readings have been 50-60 points higher. Customer says he still believes results are much higher than expected. Customer says, because the meter was reading high, he went in to see his doctor on (B)(6) 2017. Customer says according to his doctor, blood glucose result was 81mg/dl. Customer says when he went home shortly after, and is not sure of exact time between readings, he tested with true metrix meter and result was 68 points higher. Customer is storing test strips in kitchen but says it is in a cool area. Advised on proper storage. Customer does not have any control solution.